Manufacturer narrative:
(B)(4): the patient recovered from the peritonitis (previously reported as unknown).

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection (inj.), vancomycin (1 gram stat dose, ip), inj. Amikacin (100mg, once daily, ip), inj. Fortum (1gram, once daily, ip) and inj. Reflin (1 gram, once daily) for peritonitis. The cause of peritonitis was break in aseptic technique. The outcome of the peritonitis was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.